Event description:
The international customer reported the v60 unit displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
The international service technician replaced the data acquisition to motor controller (da to mc) cable to correct the issue.